Event description:
This is an ongoing and unresolved gtube balloon bursts for a pt. This is the first out of six (until date of reporting (B)(6) 2015) incidents. Relative was placing pt on crib when the gtube extension set got tugged at the crib rails leading to the gtube balloon bursting and gtube coming out. Mother of pt placed a deflated g-j tube received from gi clinic so that the stoma site would not close. Pt taken to emergency room and new gtube placed few hours later. Pt cried from pain during placement of gtube. Needed x-ray fluoroscopy to verify that gtube was correctly placed. Product shipped to the manufacturers. Fluid volume initially 5ml reduced to 3ml. Same rptr as mw5042542 - mw5042546. Happened less than 3 months after gtube related laparoscopy surgery hence, needed to be taken to emergency room for gtube replacement.